Event description:
It was reported that during a left renal angioplasty treatment procedure, balloon removal difficulties were encountered. The physician successfully deployed the biliary sm, pmtd 7.0 x15x90cm stent in the left renal artery. When attempting to remove the delivery balloon, he felt resistance and could not draw the balloon through the 7f guide. He had to remove the guidewire, guide catheter, and the delivery balloon as a unit. This caused him to lose access to the lesion. The physician still needed to get the final angiogram films, so he had to regain access with a diagnostic catheter. The procedure was successfully completed. No patient injuries or complications were noted. Patient status is reported as "okay".

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.